Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of three different drivers broke during attempted insertion of an 8.5mm x 50mm reform polyaxial screw in the sacrum and a 8.5mm x 80mm reform polyaxial screw in the ilium. Both ilium screws were removed and replaced.

Manufacturer narrative:
Engineering examination of the fracture yields a conclusion that the driver was not fully threaded into the implant at the time of fracture. Root cause is attributed to user error. Review of manufacturing history records found a total of (B)(4) pieces of this lot released for distribution on (B)(4) 2014 with no deviations or anomalies. A one-year complaint history review found (B)(4) previous report of this nature for this lot.